Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 422mg/dl. The customer states they treated with the pen. The customer's tape was not sticking. The customer was assisted with taping techniques. The customer states they had fallen off of horse, but the pump was not damaged. The customer was pleased with the build.